Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, the console generated a leak in iab circuit alarm. The iab was removed and replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6) hospital. Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the iab catheter. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.